Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an inflammatory reaction to the pump in the scrotum. The ms pump was explanted and replaced with a new pump. No further patient complications reported.